Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos single board computer and its connecting cable. The system operates as intended.

Event description:
The customer reported, the system displayed a communication error and shut down. No patient injury was reported.